Event description:
Information was received from a patient representative (caller) regarding an implantable neurostimulator (ins). The reason for the call was caller reported that yesterday, the implant was not charging to 100%. Caller said they would charge the ins, like for example (B)(6), and 2 days later they had to charge the ins again up to 50% only. Caller stated they were worried about having the ins charged more frequently. Caller requested that a representative be present at the patient's appointment with the doctor (B)(6) to have the device checked. Agent reviewed the role of representative, provided phone number, and redirected caller to their representative and healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.